Event description:
It was reported that the patient presented to ER with non-capture and no leads pacing. Upon x-ray rv lead and ra lead dislodged and was twiddler syndrome. The leads were repositioned and the device reprogrammed to dr ipg.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, as of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the devices themselves become available for analysis, the investigation will be updated.